Event description:
The endoscopy support specialist (ess) reported that during an onsite reprocessing observation/in-service at the customer¿s site, it was noted that the scope was being improperly reprocessed. The ess was informed that the customer does not always performed suction during manual cleaning and when the suction is performed the suction cleaning adapter was not being used. The customer only connects the suction tubing to the biopsy port. There were no associated patient infections.

Manufacturer narrative:
The subject device will not be returned to the service center for evaluation. As part of our investigation, while onsite the ess the completed an in-service which included cleaning and disinfecting information as contained in the ontrack form. The ess recommended that the customer perform suction at all times when reprocessing. The ess also, recommended that the customer follow all olympus reprocessing procedures as documented in the ontrack forms and reprocessing manuals.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the subject device instructions for use (IFU). The root cause of how why the customer did not follow the IFU recommendations could not be determined. The following is included in the IFU and may help detect or prevent the event: "conduct precleaning and manual cleaning as instructed in this manual even when you use an aer that has instructions that would allow you to skip some steps in precleaning and manual cleaning of endoscopes." "Manually cleaning the endoscope and accessories: aspirate detergent solution through the instrument channel and the suction channel¿ olympus will continue to monitor field performance for this device.